Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that there was a power on reset (por) on the recharger and patient programmer (pp). The patient didn¿t have her equipment with her at the time of the call so the type of the por was unavailable. The patient later called back for assistance in clearing the por. The patient was walked through clearing the por and she was able to get to the therapy screen on the pp and turn stimulation back on. The patient checked with the recharger and the por didn¿t appear. The patient was concerned their device was depleted and needed to be checked. The patient reported that someone told her the device turned off for a safety reason which caused concern for the patient. No further complications were reported.